Event description:
It was reported that the patient developed thrombotic occlusion of the popliteal and anterior tibial arteries. This 6.0 x200, 135cm charger balloon was selected for use in a chronic total occlusion (cto) superficial femoral artery (sfa) atherectomy procedure. The cto was crossed using a zipwire and rubicon catheter. The zipwire was removed, then a thruway guidewire was pass through the rubicon. The rubicon was removed, then the jetstream catheter was utilized. One pass of the jetstream was used with blades down in a slow manner by the physician. It was removed and exchanged for a 6x200 charger balloon. A couple of inflations were performed, followed by an arteriogram, which revealed slow flow and occlusion at the popliteal artery. An export catheter was used to remove the thrombus/debris. The device would not pass; therefore, a sterling balloon was used to dilate the distal popliteal. The balloon was removed, and the export catheter was reinserted. Multiple passes were performed, removing small pieces of thrombus/debris. Some flow was restored to the popliteal and peroneal artery, with a clot at the anterior tibial (at) artery. A zipwire was used along with a bernstein catheter to access the at, then a 4x40 charger balloon was used on the at. Another arteriogram was performed revealing little to no flow to either three distal vessels. The patient was hospitalized and then taken to the operating room where open thrombectomy of the popliteal and tibial arteries, and femoral-tibial and tibial-pedal bypass grafting were performed. Additionally, the patient later received an above the knee amputation. No further patient complications were reported.